Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture, swelling, and lump." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6. As no events have been confirmed against this device, this information is no longer considered reportable to the FDA.

Event description:
Healthcare professional later reported that the device was found to be intact upon explant. Additionally reported was breast cancer which has been deemed not related to the device. Also reported was capsular contracture, baker grade iii which has been deemed not related to the device as this event has been associated with the patient's treatment of radiation. As no events have been confirmed against this device, this information is no longer considered reportable to the FDA.